Manufacturer narrative:
Correction: h7 - remedial action initiated in 2017865-2024-63975 submitted on 2 oct 2024 should have been empty instead of being checked for 'recall". Correction h9 - list correction/removal reporting number in 2017865-2024-63975 submitted on 2 oct 2024 should have been empty instead of "z-1530-2021". Correction: h11 - provide narrative data in 2017865-2024-63975 submitted on 2 oct 2024 should have been the following instead. "The reported event of rf telemetry issue was confirmed, but the reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly."

Event description:
New information received notes intermittent telemetry was observed on the pacemaker.

Event description:
It was noted that the patient was dependent on the pacemaker for normal function. It was reported that the patient presented remotely via merlin.net. It was noted that backup vvi was observed on the pacemaker. The patient was brought into clinic for interrogation. During interrogation, telemetry lights would flash from full to zero. This happened multiple times during interrogation and the device image was unable to be read. When the printout for backup vvi status was produced, no reason for the backup vvi was provided. An attempt at a telemetry test followed by an attempt to interrogate with a different programmer was made but this resulted in the same conclusion. Since the pacemaker could not be interrogated, a battery replacement was warranted. The patient was admitted, the pacemaker was explanted and replaced.